Event description:
Spontaneous inbound call from pt stating that her freedom 60 pump was infusing slower than previously now her infusions are lasting over 2 hours, but no changes in tubing or needle sites, or dose of hizentra. Rph confirmed with pt that wind knob, and on\off switch are working properly. Per pump sheet pt's infusion should last 1 hr 48 min. Rph transferred pt to pharmacy services representative (B)(4) for further assistance with scheduling delivery of new freedom pump. No side effects or missed doses was reported from slower than normal infusion. Lot number and expiration date unknown. No further information provided. Reported to (B)(6) by pt/caregiver.